Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had high blood glucose of 487 mg/dl. Customer gave a bolus but was not sure if it was working. Customer stated that he does not have needles for a back-up plan. Customer stated that he feels fine and has contacted his health care professional for his high blood glucose. Customer had a low reservoir alarm in the alarm history. Customer stated that he does not have a tubing clamp. Customer was advised to call back to continue troubleshooting once he receives the tubing clamp. Customer was also advised to do a complete set change. Customer mentioned that he changed the infusion set and went to the doctor today. Customer's blood glucose went up and when he treated, it went down and is now gradually increasing. Customer called back with a blood glucose of 93 mg/dl. Customer stated that he thinks he inserted in an area that had scar tissue. Customer performed the high pressure test and the pump passed.